Event description:
The reporter stated that the surgeon inserted a silicone single piece lens model aa4204vf into the patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.